Event description:
A customer reported that a fire department went to use the AED pads, and one of the pads did not have its adhesive gel. The customer did not report this occurred during patient use but did not provide any patent or event details.

Manufacturer narrative:
A customer reported that a fire department went to use the AED pads, and one of the pads did not have its adhesive gel. The AED maintenance activity was not reported and although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Should additional information become available a follow-up MDR shall be submitted.